Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent malfunction alarms occurred. During troubleshooting, it was confirmed that the malfunction alarm had been cleared, and insulin delivery was resumed successfully. Customer's blood glucose level was approximately 200 mg/dl.